Event description:
Customer's grandmother reported via phone, the insulin pump had alarmed button error and it's not delivering insulin. Customer's grandmother stated the device also had a big crack in it. Troubleshooting was performed for cosmetic damage was performed and not for button error. The crack is located at the top right corner of the screen to the back of the label. Customer's grandmother was unaware how damage occurred. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.